Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found. Concomitant product: 456853 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient presented to the clinic to have their rate response turned off as they were not tolerant to it. It was noted that there were episodes of oversensing noise on the right ventricular (rv) lead and the impedance trend was consistently low. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.